Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? Was a complete transection of the cutting washer visually confirmed? Was a leak test performed in the initial surgical procedure? If so, what was the result? How was leak identified? What was observed at the site of the leak upon reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? Why did the patient have to return for a colostomy? Is the colostomy temporary or permanent? Were there any other contributing factors to the postoperative complications to include patient tissue condition? What is the current status of the patient?

Event description:
It was reported that after the an initial sigmoidectomy, the patient later presented with symptoms of a post-operative leak. The location of the leak could not be found, a second procedure was scheduled. The patient was brought back for a second operation on post op day nine. The surgeon took down the anastomosis, transected the transverse colon and created an ascending colon to the rectum anastomosis. Four days after the second procedure, the patient was returned to the operating room for a colostomy.